Event description:
Additional information received indicated low, out of range pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, out of range impedance and noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continued to be monitored.